Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy procedure performed on an unknown date. During the procedure, they had trouble fully opening the snare and cutting the tissue. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: investigation results the returned captivator cold single-use snare was analyzed, and visual inspection revealed no visible damages. No other problems with the device were noted. The reported event of loop unable to cut was not confirmed. Upon analysis, the device was returned in its unopened pouch, and the unit did not show evidence of the alleged problem or any defect that could have contributed to the event reported. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy procedure performed on an unknown date. During the procedure, they had trouble fully opening the snare and cutting the tissue. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.